Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply and internal battery were replaced to address the issues. A "check circuit" alarm code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.